Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to a failure. A visual inspection found detected the magnet was detached from the gimbal lever and sticking to the handle. Additional observation(s) not reported by site: mechanical defect. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon called in to report that they were unable to control universal surgical manipulator (usm)1 and usm 2 from surgeon side console (ssc) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked them to reseat instruments and sterile adapter with no change. The isi tse asked the surgeon to press the e-stop button without any success. The surgeon used ssc 2 and it worked. The isi tse asked the customer to retry the ssc1, but it did not work. The customer stated that it happened after changing the instruments. The isi tse found nothing relevant in the logs. The surgeon was planning to continue with the second console. The procedure was converted to another ssc with no reported injury. Isi followed up with the site and obtained the following additional information: the system was verified and operational at start-up. However, there was a failure during a procedure that could not be resolved despite tse's assistance and system restart. The procedure was converted to a single ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the master tool manipulators (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.